Manufacturer narrative:
The manufacturer's field service engineer (fse) was dispatched to the site. The fse replaced the v60 data acquisition (da) to motor controller (mc) cable/motor controller (mc) bracket retrofit kit. Unit passed the required test of the performance verification successfully. The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit was giving error code messages of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed and auto-zeroing of machine and proximal pressure transducers in post failed. The customer reported there was no patient involvement.